Event description:
In june 2006, the lay-user/patient contacted lifescan alleging that her one touch ultra meter was defaulting to the date/time whenever the meter was turned on. The medical affairs specialist mailed a letter to the patient 2 days later since she could not be reached by telephone on 2 separate days. It is not known when the alleged date/time issue started on the reported meter. After attempting to test on the meter, the patient did not take any action. Due to the date/time issue, the patient used a "glucometer elite" meter. It is not known who owned the meter. On an unknown date, the patient developed symptoms of blurred vision and itching. The patient tested herself with the "glucometer elite" meter and got a reading of "300 mg/dl". Another reading of "310 mg/dl" was reported when she visited her doctor in 2006. However, it is not known what device was used to obtain the reading. The patient was given insulin treatment. It would have been helpful to know the following information: when the alleged date/time issued started, when the symptoms developed, when the patient started using the "glucometer elite" meter, and when were the reported readings taken. In addition, it would have been helpful to know what the patient's medication/treatment regimen is, if the patient followed the regimen during the time of concern, if the patient was testing correctly with the reported meter, and what readings were obtained by the doctor. This complaint is being reported due to the following conclusion: the patient was unable to test with the reported meter because of the date/time issue. The patient developed symptoms, reported elevated readings on another meter, and received insulin treatment. There is insufficient information to determine if the patient developed the symptoms before or during the time she started using the "glucometer elite" meter. The reported meter, test strips, and control solution were replaced.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.